Event description:
It was reported that during a lap liver resection procedure, the tip of the device broke off into the pt. The tip was removed through the trocar. Another device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.